Event description:
Procedure performed: ni. Event description: [hospital]. "At the first attempt, the loading and firing were not possible." Product is available for return. Additional information was received via email on 12feb2026 from [name], amk territory manager (entered by [name]). "It was confirmed that the correct lot number is 1546763. Therefore, lot number has been updated from 1541730 to 1546763." Intervention: ni. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.